Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-05353. It was reported that the patient experienced driveline power fault alarms. The pump running symbol was illuminated and there were no signs/symptoms of the pump not functioning as intended. Log file analysis captured a driveline power fault a on (B)(6) 2021 at 18:29. It was recommended to exchange the modular cable and system controller to resolve the issue. The site mentioned that the bend relief on the controller was bad, as well.

Event description:
It was reported that the driveline power fault alarms resolved after the controller and modular cable were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. It was reported that the patient experienced a driveline power fault alarm on (B)(6) 2021. The patient was without signs or symptoms of the pump not functioning as intended, and the pump running symbol was illuminated. The patient¿s modular cable and system controller were replaced, and the alarm resolved; however, it was reported that the modular cable and system controller would not be returned for evaluation. The submitted log files collectively contained data from (B)(6) 2021 and found that the pump operated at the set speed without issue. A driveline power fault alarm activated on (B)(6) 2021 and remained active throughout the remainder of the log files. Refer to the system controller investigation regarding a captured no external power alarm, during which the controller backup battery powered the system until external power was restored. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline all system controller alarms as well as how to respond to each alarm condition. Additionally, the patient handbook also lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15jul2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the lvas patient handbook, are currently available. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.